Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees, that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate

Event description:
An impella cp device was inserted via the right femoral artery in a 55-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. During support, the patient developed pink-colored urine. The impella was repositioned under echocardiographic guidance. Other contributing factors included a high-performance level (p-level), a hyperdynamic left ventricle, and initially shallow device placement. The patient survived to explant. The hematuria may occur in the setting of purge-related anticoagulation requirements and may be influenced by patient-specific factors such as underlying cardiogenic shock, hemodynamic instability, hyperdynamic ventricular function and device position.

Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial); e1; e3. The cause of the injury was not determined due to insufficient clinical details. The cause of the device in wrong position was not determined due to insufficient clinical details.